Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor had an issue where it turned off on its own and the display flickered. It remained functional for a few minutes to several hours, but the image would begin to flicker, and the monitor would suddenly shut off. The issue was found during the inspection for use. There were no reports of patient involvement.